Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that while performing a cataract extraction procedure, during the sculpt mode the patient experienced a corneal burn. A milky appearance was noted at the phaco tip despite having removed some of the viscoelastic material. It was noticed that the surgeons settings on the system had been changed. The handpiece was exchanged and the settings re-adjusted and the case was completed. The patient required the wound to be sutured and glued to control the wound leak. The glue was removed later and the defect was filled with an amniotic membrane.

Manufacturer narrative:
The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).